Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert via patient notifier. Upon interrogation, it was noted that the patient experienced an inappropriate shock due to misinterpretation of supra ventricular tachycardia (svt) as ventricular tachycardia (vt). The suggested programming changes were made. The patient was in stable condition post interrogation.